Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a right hip arthroplasty due to degenerative joint disease. Zimmer biomet components were implanted without any complications. The patient underwent a revision procedure due to failed hip arthroplasty. The patient presented with pain, and elevated metal ions. During the procedure, corrosion was observed at the head-trunnion junction. There was a moderate amount of adductor damage secondary to corrosion and pseudocapsule was debrided. The head and liner were replaced with new zimmer biomet products. No other finding/complication related to the event was noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # 00620205222/shell/ lot # 61280318. Item# 00630505036/ liner / lot # 61245220. Item # 00771100610/stem/lot # 61158129. Item # 00625006525/ bone screw/lot # 61246396. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -01227.

Event description:
It was reported that patient underwent right hip revision surgery 10 years post implantation due to pain, pseudotumor and elevated metal ion. During the revision, significant corrosion was observed between the head and neck junction with resultant damage to the surrounding adductors. The head and liner were replaced without complication. No further event information available at the time of this report.